Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. For each meter test, it was reported the patient used a new finger for sample collection. On (B)(6) 2022 and "around" 10:00 a.m., the patient¿s meter result was 6.1 inr. On (B)(6) 2022 and "around" 10:00 a.m., the patient¿s meter result was 5.9 inr with a different finger. On (B)(6) 2022 and at 1:30 p.m., the patient¿s laboratory result was 3.6 inr. On (B)(6) 2022 and at 13:12, the patient¿s meter result was >8.0 inr. On (B)(6) 2022 and at 13:15, the patient¿s meter result was 8.0 inr with a different finger. On (B)(6) 2022 and at 16:46, the patient¿s laboratory result was 4.7 inr. The patient¿s therapeutic range was 2.0-3.0 inr. The patient's testing frequency is every two weeks.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. It was reported the patient was on antibiotics. Product labeling states, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." It was reported the patient was on lovenox. Product labeling states, "testing performed with the following in vitro spiked samples or native blood samples (for testing of triglycerides) indicated no significant effect on test results: low molecular weight heparins (lmwh) up to 2 iu anti-factor xa activity/ml." Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.